Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to start over using new supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The home patient (hp) had disconnected from the homechoice (hc) without using proper disconnecting procedures and then reconnected to the hc. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.